Event description:
Patient called to report an adverse event and product issue involving her natrelle silicone breast implants. Patient stated for the past 3 years she has been experiencing fatigue, headache, brain fog, sleep issues, pain, bruising, shoulder and neck pain, back pain, low immune system, ear infections, and overall pain and discomfort daily. Patient stated she has stave IV capsular contracture on both sides and found out from her surgeon that her implants were recalled in 2019. Patient stated she had a lot of blood work done trying to figure out what was wrong with her, until eventually it was discovered the breast implants were the cause of her symptoms. Patient stated due to the constant pain and discomfort, she has developed anxiety and dry mouth. Patient stated she is scheduled for explant surgery in a week. Ref report: mw5117045.